Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault was confirmed. A review of the downloaded log file showed 256 events spanning approximately 20 minutes. The controller clock was not set throughout the entire log file. Throughout the entire log file, the backup battery was not installed and the driveline power fault alarm was active due to an ocp b open fault. The alarm did not affect the controller's ability to operate the pump at the set speed while the driveline was connected. No other notable alarms were active in the log file. The system controller returned with a controller fault due to a shorted fuse b. Further troubleshooting was performed and no damage was found in the bulkhead connector. Fuse b was replaced. The returned system controller, serial (B)(4), was functionally tested and found to operate as intended during analysis after the fuse was replaced. The controller was able to support pump function for an extended period of time. A root cause for the controller fault was a damaged fuse; however, the root cause of the damage was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate iii patient handbook and the heartmate iii instructions for use (IFU) covers all alarms (visual and audible), including the driveline power fault and controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Device history records (shop order: (B)(4)) were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii patient handbook (doc #10006136, rev. A), under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (doc #10006135, rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault and controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2019 the surgeon was inadvertently handed the "marshmallow" side of the cable although he had asked for the tunneling device during device implantation. Upon the surgeon touching the cable to the patient, there was an immediate driveline power fault. There was no visible blood noted on the inside of the line itself. There was no option to clear the alarm. It was noted that the driveline faults may have been caused by fluid getting into the system. The modular cable was immediately exchanged but the alarm still did not clear and the speed of the pump would only register the low speed. It was then decided to change out the controller prior to returning the patient to the intensive care unit (ICU). There were no further alarms noted after controller exchange. Further investigation showed fuse b as "fail". The controller was returned for analysis. No further information was provided.